Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented remotely. Upon interrogation, the right ventricular lead impedance was out of range. The lead was capped and replaced. No further information was available.